Manufacturer narrative:
The failure investigation has been completed and the alleged battery issue was verified. The failure investigation has been completed. Based on the analysis, the alleged insulin gauge issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge was fluctuating. Additionally, that the insulin gauge was inaccurate. Customer's blood glucose was 80 mg/dl. Reportedly, customer will continue to use pump for insulin therapy.